Event description:
It was reported that at the beginning of the arthroscopic knee exploration, the tip of the device broke without forcing it. The fragment was located behind the medial condyle. An extra incision was necessary to locate and remove it. The length of the surgery has been doubled because of the small size and extreme mobility of this fragment. The procedure was completed successfully and no broken fragments retained in the patient.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of the tip breaking-off is due to coming into contact with another device, excessive forces and/or leveraging on the probe. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.